Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified below-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified below-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Only a partial coyote balloon catheter was returned for evaluation. The part of the device received was visually inspected and noted there was a break likely caused by a rupture. No other issues were identified with the device and no patient complications were reported.